Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain/constant/severe pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 41-year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, foot fracture, tobacco user and marijuana use. Previously administered products included for an unreported indication: omeprazole and orthoevra. Concurrent conditions included sickle cell trait, stress and bunion operation. Concomitant products included diclofenac, fluticasone, gabapentin, hydroxyzine, ibuprofen, levonorgestrel (mirena), loratadine, omeprazole and tizanidine hydrochloride (tizanidine hcl). On (B)(6) 2016, the patient had essure inserted. On 16-sep-2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), acne ("hormonal changes describe: acne"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the uterine leiomyoma, dyspareunia, vaginal discharge, acne, depression, migraine, nausea, fatigue and weight increased outcome was unknown and the alopecia had not resolved. The reporter considered acne, alopecia, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 203 lbs 2 trailing coils 0 the right side and 1 trailing coils on the left side. Tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Human papilloma virus test - on (B)(6) 2017: normal. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnoses: pain due to genitourinary prosthetic devices, implants and grafts initial encounter pelvic and perineal pain sub serosal leiomyoma of uterus. Other no inflammatory disorders of ovary, fallopian tube and broad ligament, nicotine dependence, other tobacco product, uncomplicated laparoscopic adnexal structure insertion intrauterine device iud laparoscopic adnexal structure insertion intrauterine device iud impression 1. Uterine fibroid measuring 3.3 cm. 2. Limited evaluation of the ovaries. Otherwise, ovaries appear; normal. Result: a. Bilateral fallopian tubes, salpingectomy: - benign bilateral fallopian tubes with para tubal cysts. - medical device (see gross description).. Smear cervix - on (B)(6) 2017: normal. X-ray - on (B)(6) 2016: no free spillage of contrast into the peritoneum, consistent with essure occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine leiomyoma lot number: c51080 manufacture date: 2014-04 expiration date: 2017-04. . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain/constant/severe pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, foot fracture, tobacco user and marijuana use. Previously administered products included for an unreported indication: omeprazole and orthoevra. Concurrent conditions included sickle cell trait, stress and bunion operation. Concomitant products included diclofenac, fluticasone, gabapentin, hydroxyzine, ibuprofen, levonorgestrel (mirena), loratadine, omeprazole and tizanidine hydrochloride (tizanidine hcl). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), acne ("hormonal changes describe: acne"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the uterine leiomyoma, dyspareunia, vaginal discharge, acne, depression, migraine, nausea, fatigue and weight increased outcome was unknown and the alopecia had not resolved. The reporter considered acne, alopecia, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. 2 trailing coils 0 the right side and 1 trailing coils on the left side. Tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Human papilloma virus test - on (B)(6) 2017: normal. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnoses: pain due to genitourinary prosthetic devices, implants and grafts initial encounter pelvic and perineal pain. Sub serosal leiomyoma of uterus. Other no inflammatory disorders of ovary, fallopian tube and broad ligament, nicotine dependence, other tobacco product, uncomplicated laparoscopic adnexal structure. Insertion intrauterine device iud. Laparoscopic adnexal structure. Insertion intrauterine device iud. Impression: uterine fibroid measuring 3.3 cm. Limited evaluation of the ovaries. Otherwise, ovaries appear; normal. Result: bilateral fallopian tubes, salpingectomy: benign bilateral fallopian tubes with para tubal cysts. Medical device (see gross description). Smear cervix - on (B)(6) 2017: normal. X-ray - on (B)(6) 2016: no free spillage of contrast into the peritoneum, consistent with essure occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs & medical record received: lot no added. Event injury was replaced by abnormal bleeding (general). Events - hormonal changes describe: acne /hair loss, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines/headaches, nausea, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: fibroids, pain, vaginal discharge, fatigue, weight gain, hair loss were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Severity of event pelvic pain updated as severe. Outcome of event pelvic pain, bleeding updated as recovered/resolved and hair loss updated as not recovered/not resolved. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.